Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information currently unavailable. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that as a patient was stepping on the table patient step to access the table, the table lower tub containing the patient step detached from the table frame. The patient stumbled but did not fall to the ground and there was no injury.

Manufacturer narrative:
Ge healthcare's investigation has completed and the root cause of the table tub screws loosening could not be determined. The field engineer identified five of the twelve screws holding the table tub to the table were broken. In addition, the field engineer also observed dents in the bottom table tab likely caused from previous collisions with an unknown foreign object placed near the table. To correct this issue, the field engineer replaced all the table tub screws. The most probable cause for the screws loosening is due to either collisions of the table tub with foreign objects, the user exceeding the patient weight limits of the patient step or wear and tear over time as the patient step has been installed for approximately 19 years.